Event description:
Literature was reviewed regarding lumenless lead extraction. The authors described a patient who presented to the emergency department with syncope. Pacemaker interrogation detected normal impedance, but the right ventricular (rv) lead exhibited an increase in threshold which resulted in loss of capture. Reprogramming was attempted, but the lead continued to fail. The patient was referred for extraction and replacement with a leadless pacemaker. During the explant procedure, the rv lead could not be removed by counterclockwise turning of the lead body and traction. Eventually, the lead was removed with a sheath pressed against the ventricular septum. It was suspected that the cause of the increased rv lead threshold was due to the development of fibrosis surrounding the electrode tip. The lead was discarded. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Referenced article: pitfalls and tips for lumenless lead extraction inserted deep within the ventricular septum. Clinical case reports. 2024; 12:e8718. Doi: 10.1002/ccr3.8718. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.